Event description:
A customer contacted beckman coulter inc. (Bec) and complained about glucose flyers in qc and patient results generated by the (B)(4) ise clinical chemistry analyzer. Results believed to be erroneous as the level I qc run at 4:00 pm was high but when it was re-run, it was back within the normal range. The customer suspected a carryover from the previous sample. The application specialist confirmed that the laboratory does not know how many results were reported out incorrect. Any samples that the customer suspected as been incorrect were rerun on another analyzer and compared to patient history. There was no an effect to patient treatment in connection with this event.

Manufacturer narrative:
The specimens were collected in primary fluoride, greiner tubes. The customer was asked not to use the analyzer but due to workload, they refused and continued to run all tests except glucose. A field service engineer (fse) was dispatched on (B)(6) 2011. The fse checked probes alignments and heights. The fse also checked mixers and performed washes. The fse found that the sample probes were hitting the bottom of the sample cups and causing damage to sample probes. Sample probes were replaced. The laboratory was using sample cups which were not recommended for use on the au2700 analyzer. The site had been requested to use the recommended cups. Although it is suspected that the use of the incorrect sample cups may have caused the issue, bec does not have definitive evidence that this is the root cause of this event.